Event description:
Facility reported that during treatment a tubing separation occurred in the line where the blood pump segment meets with the "regular" line. The ebl to the pt was 125cc. There were no further ill effects to the pt reported. The sample is not available for evaluation.